Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported a 31 mm amplatzer amulet was chosen for procedure. During procedure, after several attempts at implanting multiple devices, the amulet was selected for implant, in an attempt to close the patients complex, multiple lobe left atrial appendage (laa). The device met "closure" criteria prior to its release. Two "tug" tests were performed prior to deployment. The device was implanted after it was confirmed the device met criteria and was occluding the laa. Approximately 45 minutes post deployment the patient became hypotensive and complained of chest pain. An emergent echocardiogram was performed which revealed the device had migrated into the left ventricle partially occluding flow in the left ventricular outflow tract (lvot). The patient was taken to surgery to remove the device. The removal was completed successfully and the patient is doing well post operative.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.additional information in b5, b6, b7, h6 medical device problem code.

Event description:
Subsequent to the initially filed information, additional information reported that the multiple (3) devices were used but mis-sized. The 31mm amulet occluder was placed. It was noted that the occluder might have been oversized and too proximal.